Manufacturer narrative:
This report is for one (1) unknown reamer. Device is an instrument and is not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a diaphyseal femoral fracture procedure on (B)(6) 2015. During the procedure, the surgeon experienced difficulty when inserting the product into the patient¿s body. The device was removed and the surgeon repeated the reaming procedure only to find that the product was damaged at the point of connection with the aiming arm. The device was replaced by the expert antegrade femoral nail (afn)-(B)(4). A fracture was discovered in the femoral neck after the nail was inserted. The surgeon decided to change the locking method to reconstruction locking in order to complete the procedure. The surgeon believes that the product met with strong resistance from the bone due to the patient¿s young age. It is unknown if the fracture to the femoral neck was caused by the product. The procedure was completed with a ¿large¿ delay, although the specific length is unknown. Adverse consequences to the patient were noted. This report is for one (1) unknown reamer. This report is 5 of 5 for (B)(4).